Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that, during the implant procedure, this implantable cardioverter defibrillator (ICD) displayed high right ventricular (rv) pacing impedance measurements greater than 2000 ohms. The physician removed the device from the pocket and performed a tug test. The lead was removed from the header and the lead was tested with pacing system analyzer (psa) with normal impedance measurements. The lead was then placed back into the header and again pacing impedance measurements were greater than 2000 ohms. The physician confirmed that the setscrews were down and the lead was securely in the header. A new device was successfully implanted. This device was returned for analysis. No adverse patient effects were reported.